Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. Correction to b5 (describe event or problem) and d6 (if implanted, give date) removed date esheath is not implanted. The 14f esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Post procedural imaging was reviewed and the liner appears fully expanded with a potential liner tear in the middle of the sheath shaft, and sheath shaft curvature was observed. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance between system components with inability to advance through sheath was confirmed through review of the imagery provided. The complaints for sheath kinked, bent, and liner punctured were unable to be confirmed due to poor resolution of provided imagery. An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imaging evaluation, the sheath shaft was curved. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per the event description, 'the valve would not safely pass through the second esheath+ as well and seemed to be getting hung up at the mid external artery where there was some ca++ noted'. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks) if compounded with vessel calcification and/or tortuosity. In addition, it is possible that the sheath kinked before the liner was torn and punctured, increasing the contact between the crimped valve and sheath liner during system advancement through the sheath, leading to the liner tear and puncture. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100 percent in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. In this case, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance, while patient factors (calcification, tortuosity) and procedural factors (valve caught on liner, excessive manipulation, kinked sheath) may have contributed to the sheath kink and liner puncture. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien ultra resilia valve in the aortic position via right femoral access after balloon angioplasty of the right common iliac stent, the valve could not safely advance through the first 14f esheath+. An 8mm balloon was used, and the 16f dilator passed without issue. The first 14f esheath, however, would not advance. A larger 10 mm balloon was used for angioplasty, and a new 16f dilator and a second 14f esheath was prepped and inserted without difficulty. No defects were noted to either 14f esheath prior to insertion. The 1st delivery system was used with the second sheath. A 26 mm s3ur was prepped per IFU and inserted into the second 14f esheath. The valve would not safely pass through the sheath, and seemed to be getting hung up at the mid external artery where there was some calcium noted. The sheath was noted to kink and the valve appeared to be coming out of the mid portion of the esheath on fluoro. A decision was made to remove the 2nd sheath and 1st valve/ds and they were removed without difficulty. A decision was made to use a larger sheath, and this would assist with easier advancement of the 2nd valve. A 16 fr esheath was prepped, and an 18f dilator was inserted easily. The patient remained hemodynamically stable. The 16 f esheath was inserted and advanced without difficulty. A 2nd 26 mm s3ur and ds were prepped per IFU. The 2nd valve advanced with no difficulty, and the valve was deployed 80:20. There was no pvl noted. The sheath and ds were removed without difficulty. Post angio runoff revealed no vessel injury, perforation or dissection. Per edwards field clinical specialist, the delivery system was midway in the sheath when the resistance was noted. The loader was fully inserted into sheath. The insertion angle was not steep. Right side was access achieved. Splitting was noted on the esheath as a result of the resistance. There was no damage noted on any device upon removal of the first system other than the kinked and splitting esheath+. The kink occurred during valve insertion. The entire system was removed as one unit. There was no valve damage noted upon removal of the first 26mm s3 ur valve. Per observation on fluoroscopy, the ds with the valve was 'splitting' through esheath clear liner.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien ultra resilia valve in the aortic position, the valve would not safely advance through the first 14f esheath+. A larger 10mm balloon was used for angioplasty, and a new 16f dilator and a second 14f esheath+ was prepped and inserted without difficulty. No defects were noted to either 14f esheaths prior to insertion. A 26mm s3 ur was prepped per instructions for use (IFU) and inserted into the 14f esheath. The valve would not safely pass through the second esheath+ also and seemed to be getting hung up at the mid external artery where there was some calcification noted. The sheath was noted to kink and the valve appeared to be coming out of the mid portion of the esheath on fluoro. The team felt it was unsafe to proceed and removed the 2nd sheath and 1st valve and commander delivery system without difficulty. The team felt that going in with a larger sheath would assist with easier advancement of the 2nd valve. A 16f esheath+ was prepped, and an 18f dilator was inserted easily. The patient remained hemodynamically stable. The 16f esheath+ was inserted and advanced without difficulty. A 2nd 26mm s3ur and delivery system were prepped per IFU. The 2nd valve advanced with no difficulty, and the valve was deployed 80:20. No paravalvular leak was noted. The sheath and delivery system were removed without difficulty. Post angio runoff revealed no vessel injury, perforation or dissection.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.